Event description:
On (B)(6) 2023, the patient left a voicemail for suneva medical that was not clear, but indicated she was injected with "artefill" (now branded as bellafill dermal filler) in 2015 in areas of nlf, frown lines, and possible other areas that were indecipherable. She indicates that 1 year later it moved to her upper lip and now it's in her bottom lip. She also states she's scarred for life. Additional info provided in a subsequent email from the patient indicates(summarized) eruptions/clusters of shards coming from the lips, again indicating disfigurement. Patient further clarifies that "they never come out. I have dug them out, quite painfully." Patient also states she is "severely allergic to milk and any by-products from cows".

Manufacturer narrative:
On (B)(6) 2023 the patient left a voicemail for suneva medical that was not clear, but indicated she was injected with "artefill" (now branded as bellafill dermal filler) in 2015 in areas of nlf, frown lines, and possible other areas that were indecipherable. She indicates that 1 year later it moved to her upper lip and now it's in her bottom lip. She also states she's scarred for life. Additional info provided in a subsequent email from the patient indicates(summarized) eruptions/clusters of shards coming from the lips, again indicating disfigurement. Patient further clarifies that "they never come out. I have dug them out, quite painfully." Patient also states she is "severely allergic to milk and any by-products from cows". Additional info: b3 event date: the date of event is unknown at this time. B7: other relevant history - patient states in an email that she did not receive the artefill skin test prior to her artefill injections and was not asked if she had any allergies prior to her artefill procedure. She also states she is "severely allergic to milk and any by-products from cows." Note: the artefill (now bellafill) skin test is required 28 days prior to artefill (now bellafill dermal filler) injection to rule out patients for subsequent injections that may have an allergic reaction to the product. The skin test contains the collagen and lidocaine portion of the bellafill product. The collagen and lidocaine are absorbed by the body within a few months of injection. Implant dates are unknown; however, per patient indicates the artefill (now bellafill) injections occurred in 2015. Date of explantation is unknown. Patient indicates she dug out "pieces" herself. Timeframe of this is unknown at this time. Artefill (now bellafill) syringes are single use devices that are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." The reporter's (patient's) address is unknown; however, (B)(6) is suspected to be the correct state based on patient's area code. Patient also provided an injecting facility name and location (also in (B)(6)); however, the patient has not yet provided permission to contact the injecting facility. Artefill (now bellafill) use cannot be confirmed at this time. The patient has not yet provided permission to speak with their provider. Suneva has requested permission to speak with the patient's artefill (now bellafill) injector with no response at this time. Suneva will continue to follow-up to obtain additional info and will provide a follow-up to this emdr once relevant new information is received.